Manufacturer narrative:
Qn # (B)(4). The customer provided one photo for analysis. The reported complaint was not able to be confirmed by the photo. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 20 staples left in the cartridge, indicating at least 15 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jam - staples not releasing" could not be confirmed based upon the sample received or the customer photo. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: corrected data:

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). From the pictures attached was unable to be confirmed failure mode reported as "misfire/jam - staples not releasing". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Failure mode "misfire/jam - staples not releasing" could not be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.